Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the steerable guiding catheter (sgc) was advanced into the anatomy, the water column in the guide went down and air was noted in the sgc. Aspiration was performed to prevent injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After successfully inserting the steerable guiding catheter (sgc) into the anatomy, a syringe was applied on the stopcock for aspiration. While turning the stopcock lever, the plastic on the stopcock broke, and the water column in the guide went down. Air was noted in the guide, 5cm under the flush port; therefore, aspiration was performed. The sgc was removed and replaced. One clip was implanted, reducing the mr to 2. The patient was clinically stable post-procedure, with a good outcome. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The reported hemostasis valve luer break was confirmed. The investigation concluded that the reported break was related to user technique. However, the investigation was unable to determine a definitive cause for the reported leak as the device could not be tested due to the broken hemostasis valve. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, the following information was provided: the luer on the hemostasis valve was broken in the procedure because the physician knocked on the plastic.